Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the right atrial (ra) lead dislodged. The lead was repositioned. During repositioning, it was noted that the set screw would not tighten and did not hold the lead in the header. The ipg was explanted and replaced and the right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.